Manufacturer narrative:
This event was originally reported under MFR. #2916596-2019-00839, which addresses a thrombus during a pump exchange procedure, as well as this event that occurred shortly after. Upon further review of the situation, it has been decided to report this event separately, as the events occurred on different devices. The event occurred on the date of implant. The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient had a stroke shortly after implantation. The implanting surgeon confirmed that the arteria centralis retinae was closed by a thrombus and that the patient was blind in one eye. No further information was provided.